Manufacturer narrative:
The system was shipped back to western (the contract manufacturer) under (B)(4) and was received on december 15, 2015. The investigation by (B)(4) identified the pressure guage, after testing and evaluation, as being defective. Due to this defect the cylinder, while appearing pressurized, was in fact empty and thus no flow was possible. The pressure gauge will be replaced and the system will be returned to service. Based on the investigations by both praxair and (B)(4), it has been determined this pressure gauge had a unique failure that has not been seen to date. We believe this is an isolated incident because of the following reasons: a review of the praxair customer complaints and non conformances was conducted and there have been no similar reported incidents. A review of the western complaint handling system and maintenance records revealed they have not received any complaints regarding this type of event. The grab 'n go vantage units are pressure checked at the time of each fill.

Event description:
A report was received from (B)(6) that a grab 'n go vantage oxygen system failed to deliver a flow of oxygen to a patient when the unit was turned on. The administrator acknowledged the device was connected to the patient prior to performing the verification of flow test, which is inconsistent with the instructions in the user manual. The system was being used on a patient that was in transport within the hospital. There was no injury to the patient. Another grab 'n go vantage oxygen system was obtained and used to administer oxygen to the patient during transport without issue. The grab 'n go vantage is a class I valve integrated pressure regulating device, which is installed onto an aluminum high pressure medical oxygen usp cylinder.